Event description:
After almost 3 years of implantation, this pacemaker was explanted due to erosion.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures.